Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is no longer receiving stimulation. It was also reported lead diagnostics showed invalid impedance values for the scs lead. An sjm rep was unable to resolve the issue with reprogramming. Subsequently, surgical intervention will be taken at a later date to address the issue.